Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the right subclavian vein using the powerport m.r.I. Isp. During the maintenance nurse found resistance during back suction, and dsa imaging showed that the catheter lock allegedly was broken. It was also reported that the catheter had fallen into the heart. The catheter was urgently removed under dsa. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one x-ray image was provided for review. The image shows radiographic view of the right chest. The image depicts retrieval of the migrated catheter. The port is not seen. No photograph of the proximal catheter is provided. It is not known whether the catheter simply separated from the port or whether the catheter integrity was disrupted. Therefore, the investigation is confirmed for the reported catheter migration issue, and the investigation is inconclusive for the reported fracture, material separation and suction issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the right subclavian vein using the powerport m.r.I. Isp. During the maintenance, the nurse found resistance during back suction, and dsa imaging showed that the catheter lock was allegedly broken. It was also reported that the catheter had fallen into the heart. The catheter was urgently removed under dsa. The current status of the patient is unknown.